Manufacturer narrative:
In review, it was noted that the medical device problem code (1487) was inadvertently entered in section 'h6' which is incorrect. The information has been corrected in this supplemental MDR report and the following field was updated accordingly: section h6: medical device problem code: 1670 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight, and ethnicity: information unknown/not provided. Date of event: information unknown/not provided. If implanted, give date: information unknown/not provided. If explanted, give date: not applicable as the device remains implanted. Phone: (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under (B)(4). The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that the first intraocular lens (iol) was changed because it had trouble being loaded into its cartridge and the similar issue occurred with a second lens. The surgeon implanted the second iol without a change and the lens got a scratch. It was indicated that the lens was not scratched in the central area and the surgeon took a wait and see approach. There was no patient injury reported. No further information was provided.